Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery on her pump only lasted 2 days and it is not giving her a warning. The customer stated that the drops are coming out a lot faster than they used to. The customer stated that she was in the store sunday and all of a sudden the pump stopped working. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to wipe out the contents of the battery cap with dry q tip after each battery change.